Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec-3490li. In the event reported, the user stated no video/error msg, scope not conn.. The timing of the event was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: forward water jet socket accessory stuck inside, passed dry leak test, passed wet leak test, up/ down angulation knob play, right /left angulation knob play, lightguide connector root brace cut, customer complaint confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 11-nov-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22sep2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.